Event description:
It was reported that the patient underwent a full vns explantation surgery due to unknown reasons. The explanted products were received by the manufacturer. Follow up with the surgeon's office revealed that the patient had the device explanted due to discomfort. It was stated that the patient's symptoms did not improve, so the patient requested generator removal. Lead product analysis was completed. The majority of the lead, including electrodes, was not received. The condition of the returned lead portion is consistent with those following an explant procedure. Continuity checks showed no discontinuities. No obvious anomalies were noted. Set screw marks indicated that there was a good electrical connection. No anomalies or discontinuities were found in the lead. Generator product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the product analysis, or pa, lab. In the pa lab, the device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no performance or adverse conditions found with the generator. No additional relevant information has been received to date.